Manufacturer narrative:
The insulin pump was returned with a duracell alkaline battery installed. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked case at the display window corner, broken battery tube threads and cracked reservoir tube. Data analysis: 02/27/2016 01:56:47 pump suspended. 02/27/2016 to 03-06-2016 daily insulin total = 0.000u.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016, due to low blood glucose and other issues. The caller stated that the customer passed away on (B)(6) 2016, in a hospital. The cause of death was severe sepsis. The caller stated that the customer had diabetes complications, stage four kidney disease, heart disease and infections. The caller did not know the customer's blood glucose at the time of death. The last recorded blood glucose value was 556 mg/dl, on (B)(6) 2016 at 3:00 am. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected on (B)(6) 2016, when the customer got to the hospital. The customer was using non medtronic sensors, however was not wearing one at the time of death. The caller stated that toward the last three months, the customer was confused a lot of the time. The caller agreed to return the insulin pump for analysis.